Event description:
It was reported that this patient expired one day post-implant. It was later reported that the physician assumed the cause of death was pulseless electrical activity (pea). The patient had reportedly had a pea arrest during the procedure. Perforation was ruled out via pericardiocentesis which yielded minimal fluid. No information is available on the post-mortem status of the device.